Manufacturer narrative:
The insulin pump was received with unexpected error alarm after battery change due to broken solder joint. The pump passed displacement test and self-test and no unexpected external ram crc error alarm was noted. The pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No unexpected low reservoir, excessive "no delivery" or motor error alarm was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings, unexpected restart alarm, and displayable history crc check failed at startup from the insulin pump. The customer's blood glucose reading was over 600 mg/dl. The customer treated the high readings with injections of humalog and lantis. The customer stated that he reset all the settings and received a no delivery alarm. The customer changed the battery and received a motor error alarm. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was advised to continue with the backup plan and treat per health care provider's instructions. The customer will be sent a replacement pump.